Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported a new catheter was being placed. Two catheters were tried. Cerebrospinal fluid (csf) flow was obtained when placing the needle but after placing the catheter and taking the guide wire out, there was no csf backflow. Aspiration from the catheter was tried, but nothing was gotten back. It was later reported the system was being used to deliver morphine. There were no symptoms related to the event. The health care provider placed the stylet back into the catheter and took it out. This caused csf to come back. The original catheter could have been used, but the stylet was dropped on the floor. The patient was doing well and receiving effective therapy at the time of the report.